Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest glucometer value of 408 mg/dl after intentionally consuming excess carbohydrates to treat a prior low while using an ilet system with a dexcom g7 and a teflon inset infusion set placed on the stomach; the event was associated with a usage issue related to procedure and user interface rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect method and user interface factors. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.